Event description:
The patient stated that she experienced two infusion tubings separate from the luer connection. She stated that when she removed the first infusion set from the packaging, it seemed "weak" and the infusion tubing did not "spring back as well" from the luer connection. She stated that she experienced a "hairline fracture" of the infusion tubing at the luer connection a few days later. The patient stated that she then experienced a second infusion tubing that completely separated from the luer connection from the same box. The patient stated that her blood glucose elevated to around 200 mg/dl and she had symptoms of dry mouth, deep sleep, and vivid dreams. She stated that she changed the infusion tubing and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient was sent replacement infusion sets. She did not retain the alleged infusion sets for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.